Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The nurse reported that the needle safety cover did not engage.

Manufacturer narrative:
A review of the device history record (DHR) for lot number 816923x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Process controls are in place throughout the manufacturing process of this product. The controls include, but are not limited to: (1) manufacturing site maintains a material qualification process (2) molding process of the syringe safety shield; one (1) complete shot of parts are collected at startup and visually inspected and physically tested to verify components are within specification; sample is collected per each shift of production to visually inspect for defects such as malformations, flash, or short shots which would impair the function or impede assembly; verification of various critical dimensions of the components are within specification (3) during the syringe assembly and packaging process; an 18-piece sample is collected at startup and visually inspected and physically tested to verify components are within specification; throughout the length of production, a level ii aql sample with a minimum of a 500-piece sample per production lot is collected and visually inspected for defects such as damaged product or components, flash which renders the unit non-functional, and incomplete or incorrect assembly; throughout the length of production, a level s-4 aql sample with a minimum of a 200-piece sample per production lot is collected and physically inspected to verify various critical dimensions of the components and to test the functionality of the syringes. Syringes are tested to measure the shield activation force and shield detach force to ensure results are within specification. It is also important to note that procedures and standard work instructions exist for the setup, operation, and maintenance of the molding, printers, and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined.